Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the active current test, sleep current test, and self-test due to re-occurring failed battery test. Unbale to download history files and traces. Due to re-occurring failed battery test. Pump was cut open to perform visual inspection and found cracked resistor on pcba 2. In addition, there is evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label. P-cap was attached and locked into place properly. Fail battery test is confirmed due to cracked soldered joint at r11 on pcba 2. Cosmetic damage is confirmed at the battery compartment. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1885a. Troubleshooting was performed and damaged along the battery side compartment. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for mmt-1885a.